Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Event description:
Customer reports redness & burning ,dermatitis on face. Dermatologist seen. Received a steroidal cream for his rash.